Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Upon further review of the device service records, the main pcb was replaced in 2017. At that time the customer reported a turbine s/n of (B)(4). Now the customer is reporting the vent has turbine s/n (B)(4). Vyaire technical support reported this could present an issue with the vent since the older turbine eeprom's are incompatible with the new main pcb's. Vyaire technical support requested a full explanation of why this unit would have a 2010 turbine in it instead of the original turbine (B)(4) 2014. The warranty claim was rejected until the additional information was provided.

Event description:
The customer reported after completing the self test of the vela ventilator; the device displays vent inop, motor fault, circuit fault, low peak inspiratory pressure, and low minute ventilation alarms. The customer performed troubleshooting. However, the issue went unresolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.